Manufacturer narrative:
Once the patient responds or a device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
The patient was reported to have passed out due to unit not having enough charge. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.